Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection/reaction (location, severity, appearance, systemic or local infection). Please provide the onset date/time of reaction/infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Are there any photos available?

Event description:
It was reported that a patient underwent ab unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was given disinfectant towels, gloves, wound debridement, and partial tendon rupture. Tendons were sutured using sutures, and skin suturing was performed. Post-op, the patient experienced a wound infection. There was a suture rejection reaction with the patient's tissue, leading to suppuration and infection. The surgeon disinfected and bandaged. The surgeon provided suture removal, hydrogen peroxide, iodine based debridement and disinfection, placed drainage strips, and the changed the dressing daily. The patient to take oral anti-inflammatory drugs and was closely monitored for changes in the condition, and to prevent infection. Additional information was requested.